Manufacturer narrative:
Fse reviewed the logs and noted that there was no pattern in the positive results. Wl 000547-20211112-15, woklist in question does have high positivity rate at 16%. Customer was informed that the CT values for the 2 different platforms cannot be compared. Customer cleaned the touchpoints and lab benches. The issue was monitored and the problem did not reoccur.

Event description:
Customer reported to hologic that the panther fusion instrument sn (B)(4) had an increased sars-cov positivity rate. The customer was using ppr assay lot 294068. Customer did not believe there was a trend, but requested for hologic to review logs from 11/13/2021. Customer also mention 2 tests were questionable, as the cts from the panther fusion were different compared to their cepheid. Customer was not sure if it was due to sensitivity between the two instruments. Fse later learned that apparently, a family was tested and numerous folks from same family were positive.

Manufacturer narrative:
Fse reviewed the logs and noted that there was no pattern in the positive results. Wl 000547-20211112-15, woklist in question does have high positivity rate at 16%. Customer was informed that the CT values for the 2 different platforms cannot be compared. Customer cleaned the touchpoints and lab benches. The issue was monitored and the problem did not reoccur.

Event description:
Customer reported to hologic that the panther fusion instrument sn (B)(4) had an increased sars-cov positivity rate. The customer was using ppr assay lot 294068. Customer did not believe there was a trend, but requested for hologic to review logs from 11/13/2021. Customer also mention 2 tests were questionable, as the cts from the panther fusion were different compared to their cepheid. Customer was not sure if it was due to sensitivity between the two instruments. Fse later learned that apparently, a family was tested and numerous folks from same family were positive.